Event description:
It was reported a spectrum pump had constant downstream occlusion alarms. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom (constant downstream occlusion) was reproduced and confirmed through evaluation. This condition was caused by a failed downstream sensor assembly. The failed downstream sensor assembly was replaced.